Event description:
It was reported that customer received continuous glucose monitoring error on sensor and sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed that error did not reappear after reset, and successfully started new sensor session; no additional information was received regarding the outcome of the event.